Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause, the treatment for, and outcome of the peritonitis were not reported. No further detail was provided regarding whether the patient was hospitalized for the event or if dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
The cause of the event was due to constipation. Therefore, the unknown disposable has not caused or contributed to the peritonitis event and this product is no longer considered suspect in this event. Should additional relevant information become available, a supplemental report will be submitted.